Event description:
It was reported that with an unknown laparoscopic stapler was used for transaction on the reno pedacle when he fired stapler and it advanced for a few millimeters, but then it stopped. The jaws of the instrument remained closed and a manual override/reverse button didn't work. The surgeon used another stapler to finish the case and sutured the remainder of the area where the stapler was clamped down on originally. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Please provide device details (product code/lot#/bath#) ech60l - lot a9e21e. 2. Was there any difficulty opening the device jaws? Yes. 3. If yes, what steps were taken to open the jaws. Tried to open it with handle, manual override and finally decided to place a clamp and remove the stapler by cutting the tissue adjacent to it. 4. If the jaws could not be opened, how was the device removed. See above. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.